Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient had an onset of asymptomatic atrial tachycardia two days after the procedure which was diagnosed from the electrocardiogram (ECG). The patient was given an oral calcium channel blocker and the hospital stay was extended. Two days after the onset of atrial tachycardia, the patient experienced dyspnea and hypoxia. A chest x-ray was performed and congestion was noted, and the patient was then treated for heart failure with a diuretic. Both the atrial tachycardia and heart failure resolved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.